Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing a static fill estimate of 180 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the variance in measured pressures affecting the fill estimate and assured that once insulin in the cartridge matched the displayed static number, the estimate would count down correctly, which the caller understood and acknowledged.